Event description:
It was reported by the customer that, during post-use inspection of the cardiosave intra-aortic balloon pump (iabp), the ac reel cord would not retract. The cord had been pulled out during the inspection and failed to return. There was no patient involved.

Manufacturer narrative:
Due to character limitations in e1, event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2,h6 (health effect ¿ clinical code), h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a